Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd microlance¿ needles was found with foreign matter as 'dry glue" was found on cannula. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: "returned sample evaluation". Examination of picture and returned affected sample showed a white drop on the top of cannula (metal part) which corresponds to epoxy drop (glue used to join cannula into hub) along the cannula. The dosage of epoxy is correct. "Lot number / product family history". Complaint trending review of this lot for this issue reveals no more complaints. "DHR/bhr review" we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine nº2103 (october 28 - november 2nd, 2017) during which 78 visual inspections were carried out with zero defects noted. Needle (#7297639) were assembled in machines nº4407 (october 27 - november 5th, 2017) during which 343 visual inspections were carried out with1 rejection noted (B)(4) related to flashes in shield which would not affect the reported issue. X confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. Customer complaint is related to dry glue on cannula and confirmed thanks to picture. Investigation conclusion: root cause. "Based on above results, we determinate it is an epoxy drop (adhesive used to join metal part with needle plastic part). This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any desadjusment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down the hub resulting in the observed issue. Taking into account our experience, the probability of occurrence of this non-conformance should be very low supported by the low percentage of defects identified in our routine in-process inspections."